Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the type of the material and root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope had a sticky residue on the operating section and on the scope connector. There were no reports of patient involvement.